Manufacturer narrative:
Pump received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test due to blank display.

Event description:
It was reported that the insulin pump was damage. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump case was damage. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin will be returned for analysis.